Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip does not exhibit signs of usage; the fiber is broken within the white tubing at 14.25 inches from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibit signs of melting and char at the break. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Additional information: review of lot 635b DHR did not indicate any failures upon the beam scan test and final inspection.

Event description:
It was reported that during a bph surgical procedure at 7 joules and 11 seconds "perforation of the fiber, since the opening of the package" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.